Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms noted during testing. Device functioning properly. Pump error 15 noted in device history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer blood glucose level was 74 mg/dl. Customer also stated that insulin pump had battery failed alarm. Customer stated that contacts was not missing, damaged, or corroded. The device will be returned for analysis.